Manufacturer narrative:
Sections d4, d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of low voltage (battery) voltage alarms was confirmed and reproduced during analysis. The system controller (B)(6) was returned for evaluation with backup battery serial number (B)(6) installed. The retrieved log file contained 240 entries spanning approximately 6 days, from 09-jul-2020 to 15-jul-2020. The log file 98061156.log submitted for review and the log file downloaded from the system controller contained the similar events. The log files captured numerous low battery advisory alarms that occurred while the controller was being supported by battery power and the battery fuel gauge (rsoc) voltage for the white power cable was captured in the 1.2-1.9 volt range. Also noted reduced supply voltage values (below 14-volt specification) while connected to the power module/patient power cable. Resistance measurements (continuity test) of the inner wires of the controller's power cables indicated elevated resistance in both power leads. The continuity test revealed high resistance for battery fuel gauge (rsoc) and power lines within the white and the black power leads. The out of resistance specifications indicated conductor breakdown in the underlying wires, which have resulted in the reproduced low voltage alarm. The compromised conductors within the power cables appear to be related to the repetitive flexing of the controller¿s power cables during use. The returned controller was 3 years in clinical use. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance and specifications. System controller serial number (B)(6) was shipped to the customer on 06jan2015. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. These sections also inform the user to check the system controller power cables for twisting, kinking, or bending, which could cause damage to the underlying wires even if external damage is not visible. Additionally, these sections caution the user not to twist, kink, or sharply bend the system controller power cables. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage daily. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate ii patient handbook and heartmate ii IFU also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 (investigation findings): correction. Remove selection of code 114-operational problem identified from previous report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient visited outpatient clinic on (B)(6) 2020 and complained of persistent low battery advisory alarms despite using fully charged batteries. Due to the persistent alarms, the patient performed a controller exchange at home and switched to the backup system controller. The alarms resolved after the controller exchange. Log files were downloaded and an issue with the white power cable was suspected. The patient received a new controller and the faulty one was to be returned for evaluation.